Event description:
Pt brain-damaged and ultimately expired after delivery using vacuum. Unsure if product defect or user error. Original device was discarded. Lot number unknown, but could possibly be #020445.